Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had received multiple error alarm. The customer¿s blood glucose level was unknown. The customer also states had received critical pump error alarm. Customer states they are not able to rewind the pump. Advised the pump requires replacement and to discontinue use of the pump. Advised to revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unable to verify pump error 35 due to blank display noted.